Event description:
It was initially reported that the vns patient was experiencing pain and swelling in the neck, constant hoarseness, and apparent protrusion of the electrodes in the neck that has been occurring since initial implant with a worsening of symptoms over time. There was no report of trauma or manipulation reported. However, the generator is implanted near the armpit, and the patient "pushes" it to relocate the device for comfort. Further follow up with the treating physician revealed that vocal cord paralysis is suspected, however, the patient has not been seen by a surgeon to have the paralysis diagnosed. X-rays were taken to assess the system, and the strain relief bend did not appear per our labeling recommendations, as there was no strain relief bend present, and there was no tie-down located lateral of the anchor tether. The placement of the generator appeared normal. Recent diagnostic tests performed have revealed normal device function. The device remains on at this time and the patient is planning to see a surgeon for further evaluation.